Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported false negative sars result for 1 symptomatic consumer. The reporter communicated that the result was confirmed positive by molecular (pcr testing). A quickvue otc lot number was provided from a kit on hand, however it is unknown if the used test occurred on the provided lot. An additional consumer event was also communicated which is captured on a separate report.